Manufacturer narrative:
Information contained in this report was previously submitted through asr on 25/apr/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: white particle material was noted on the inner and outer surfaces of the device. No leakage was detected at the fill channel of the diaphragm valve. Black particle material was removed from the fill channel. No blockages were noted and the port hole of the diaphragm valve was reported to be clear. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; tissue/leak at vlave.

Event description:
Healthcare professional reported a left side deflation. Patient representative reported "plaintiff presented to their doctor for a breast augmentation consultation. In the new patient intake form, plaintiff wrote that they were interested in breast surgery because their breasts were "too small for frame", and that they wanted to be a larger cup. After performing a physical examination, the doctor recommended an augmentation mammoplasty. Plaintiff presented to their doctor for the recommended surgery. In the surgical intake form they wrote that their breasts were "too small", and that they wanted them "enlarged". Their doctor documented implanting allergan natrelle saline breast implants. The doctor failed to document the amount of saline they used to inflate the implants. A few months later plaintiff returned to their doctor with complaints that they had pain at their left breast, that their breasts were too far apart, and that there was no cleavage. They also complained that their breasts were smaller than they requested. After performing a physical examination, the doctor told plaintiff told them that it would be "no problem", that one of "their bags was defective", and that there would be "no charge". The doctor gave plaintiff a written surgical estimate that stated their "left implant was down", that they needed bilateral replacement", and that "co. Will pay. A month later plaintiff presented to the doctor for their second breast surgery. In the surgical intake form they wrote that they had "continual pain left breast underside," that they wanted their breasts "more to center so that they would have better cleavage," and that they wanted their breasts "a little higher on chest." A preoperative photograph taken to their breasts that day demonstrates that they did not have a rupture, deflation, or leak at either of their breast implants. In the operative report and or record, the doctor documented plaintiff's preoperative diagnosis as "left deflation." Further, in the operative report, the doctor documented that upon dissecting down to the left implant capsule, the "implant was found to have deflation (tissue/leak @ valve) and removed." The right implant was found to be intact, but it was also removed. Both implants were replaced. The doctor failed to document the amount of saline used to inflate the implants. The doctor had plaintiff sign an allergan saline breast implant warranty claim form that stated they had a spontaneous rupture, deflation, or leak at their left breast implant, and that as a result the doctor was required to remove both implants. The doctor sent the removed implants and completed warranty claim form to allergan's product support department, from which they were forwarded to the device analysis laboratory. After conducting an analysis of the implants, the device analysis laboratory found no basis for the claimed spontaneous rupture, deflation, or leak. Specifically, the analysis "identified no openings in the implant shell," "valve functioning was satisfactory," and "no source of the alleged deflation was noted..." Nevertheless the doctor's practice received a warranty check from allergan for the returned implants." This record is for the left side. The device has been explanted and replaced.